Event description:
It was reported that an implantable cardioverter defibrillator had a set screw issue during the implant procedure. During the tightening of the atrial set screw, the usual clicking noise was not heard and the physician backed the set screw out. The set screw was properly reinserted and the implantable cardioverter defibrillator was implanted without issue. There were no adverse events noted. The patient was stable before, during and after the procedure.